Event description:
A hospital in (B)(6) reported that the water feed tube of an mr290 humidification chamber became separated from the bag spike during use and that this occured in two cases. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two complaint mr290 chambers was received, one from lot 120525 and one from lot 120530 (manufactured may 30, 2012). The chambers were visually inspected. Results: in both cases the water bag spike was completely separated from the water feedset tube. Adequate glue was found on the feedset tube/spike connection but the glue was not bonding. A lot check revealed one other complaint of this nature for lot 120530, but no other complaints for lot 120525. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the spike became loose post production, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).